Event description:
A perfusion manager reported that an xlung kit had a low post oxygenation (po2) value during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The po2 was 140 mmhg. Additional information was obtained through follow-up with the perfusion manager. There were no alarms from the novalung console, and none were expected. There were no issues with the vascular cannulas that could have contributed to the low po2 levels. If there had been issues with the cannulas, the perfusion manager said they would have changed them out. Approximately 9 hours and 32 minutes after the patient began ECMO support with this kit, the system was changed out. It was reported that the patient had a high metabolic demand, and after the circuit exchange, the po2 only went up to 180 mmhg. The patient was on ECMO therapy due to acute respiratory distress syndrome (ards). The facility did not have another xenios circuit ¿built¿ and ready to go, so the patient was switched to a cardiohelp device. It was confirmed that there were no visible clots identified within the xlung kit pump head and there was nothing visually unusual noted with the oxygenator. The oxygen saturation was 92 to 94. The perfusionist was unsure what the recorded pressure was pre-oxygenator, but the delta p was reportedly in the range of 17 to 23. The circuit change resulted in approximately 500 to 600 ml of blood loss. However, there was no patient injury or adverse effects due to the event, and no medical intervention was required. It was confirmed that there was nothing wrong with the novalung console. The xlung kit sample was reportedly available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
D4, h3 plant investigation: although a sample was reported to be available for evaluation, to date no sample has been received. No nonconformities were found during review of the manufacturing records. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Since this seems to be an isolated case, it is highly unlikely that a failure would be detected in a retention sample. Furthermore, the performance of the gas exchanger is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. High blood levels of fats or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. One reason for the low po2 value (140 mmhg) could also be the described high metabolic demand of the patient, as the circuit change only led to an increased po2 value of 180 mmhg. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be confirmed.

Event description:
A perfusion manager reported that an xlung kit had a low post oxygenation (po2) value during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The po2 was 140 mmhg. Additional information was obtained through follow-up with the perfusion manager. There were no alarms from the novalung console, and none were expected. There were no issues with the vascular cannulas that could have contributed to the low po2 levels. If there had been issues with the cannulas, the perfusion manager said they would have changed them out. Approximately 9 hours and 32 minutes after the patient began ECMO support with this kit, the system was changed out. It was reported that the patient had a high metabolic demand, and after the circuit exchange, the po2 only went up to 180 mmhg. The patient was on ECMO therapy due to acute respiratory distress syndrome (ards). The facility did not have another xenios circuit ¿built¿ and ready to go, so the patient was switched to a cardiohelp device. It was confirmed that there were no visible clots identified within the xlung kit pump head and there was nothing visually unusual noted with the oxygenator. The oxygen saturation was 92 to 94. The perfusionist was unsure what the recorded pressure was pre-oxygenator, but the delta p was reportedly in the range of 17 to 23. The circuit change resulted in approximately 500 to 600 ml of blood loss. However, there was no patient injury or adverse effects due to the event, and no medical intervention was required. It was confirmed that there was nothing wrong with the novalung console. The xlung kit sample was reportedly available for evaluation.